Manufacturer narrative:
The product could not be investigated as it was discarded by the hospital. Therefore it is not possible to determine if the used monitoring kit had any malfunction or deviation from the specification that could have contributed to the event. No picture or video has been provided. A retain sample from the same batch has been investigated but no leakage could be detected. A review of the DHR could not identify any non-conformities relevant to the reported issue. (B)(4). The investigation findings do not lead to a clear conclusion about the cause of the reported event. It is not known if a single error during production process or during use occurred. There is no trend for this kind of issue, no further actions will be taken. This event is seen as an isolated issue and will be further monitored on the market in order to identify trends. H3 other text : product discarded by the user.

Event description:
Manufacturer reference#: (B)(4).

Manufacturer narrative:
The investigation is ongoing. A supplemental medwatch report will be sent when the investigation is completed. Device was discarded by the hospital.

Event description:
It was reported that a leakage at the three-way stopcock of the pcco monitoring kit was found. No harm or clinical consequences to the patient occurred. Manufacturer reference#: (B)(4).